Manufacturer narrative:
Initial.

Event description:
It was reported that the patient using an ilet system with a dexcom g7 experienced prolonged hyperglycemia, with a highest cgm reading of 259 mg/dl for about five hours after a meal of mashed potatoes, vegetables, meatloaf, a biscuit, and a portion of a candy bar; the patient announced the meal and allowed the ilet to bring glucose back into range, and no device alarms or malfunctions were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated, and the event was categorized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.